Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was inserted. The 24mm wds was deployed, however just after release, transesophageal echocardiogram (tee) revealed that the closure device had migrated proximally and was at the distal end of the ostium with a leak around the fabric of the closure device. The physician attempted to snare the closure device, but it became free and went into the left ventricle becoming stuck in the chordae. The physician changed to a non-boston scientific (bsc) sheath and attempted to snare the device again. The physician was able to successfully snare the device but was unable to fully retract the device into the non-bsc sheath. The physician pulled everything back to the right side of the heart and down to the right femoral artery where the device became lodged. A cardiovascular surgeon was called to perform a cut down and remove the device with no further complications. The patient remained stable for the entire procedure and was discharged the following day.